Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the sensing value of the right atrial (ra) lead had decreased. A lead replacement procedure was performed, and during replacement, the tip of the ra lead was difficult to remove from the subclavian vein and the tip remained within the patient. The new ra lead was then implanted. After the new ra lead was implanted, the tip was retrieved; however, removing the tip resulted in excessive bleeding throughout the subclavian vein. The bleeding was stopped successfully and the patient was stable following the procedure.